Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the ipg had to be charged more frequently and longer. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was discarded by the hospital.